Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 561 mg/dl. Customer stated the other blood glucose value was over 500 mg/dl, over 200 mg/dl, 262 mg/dl, 285 mg/dl. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was performed. The insulin pump will not be returned for analysis.